Event description:
It was reported the epg (external pulse generator) shuts off after being run. There is case damage and missing screws. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report. Analysis also found that the battery flex, keyboard pad, battery contacts, lead flex cover, battery release, four control knobs and liquid crystal display (lcd) were contaminated, the upper case was contaminated, the lower case was broken, the ring cover was broken, two side bail covers were missing and the ring and two side bails were missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.